Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient experienced ventricular tachycardia. Impella in ventricle alarm occurred and was accompanied by runs of ventricular tachycardia and a subsequent loss of pulsatility with associated hypotension. A representative assisted with repositioning via facetime and the pump was pulled back from 6.2 to 5 centimeters into the left ventricle. No further alarms or ectopy were noted and waveforms were appropriate. The patient remained stable and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.